Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. (B)(4).

Event description:
It was reported that the lead had a fracture and exhibited noise due to a clavicle move. The x-ray showed lead degeneration near the clavicle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.